Manufacturer narrative:
(B)(4). It was confirmed that this product was actually sterile since the shelf life has been extended to five years. The product was labeled before additional shelf life testing was completed. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported product was implanted after the expiration date on the label. It will be left implanted. No negative impact on patient or procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a photograph of the label. The label of the device has a expiration date next to the words use by and a sterilization symbol. The symbol is defined in the instructions for use (IFU) for this product as "use by". The implantation of this device does not pose a risk to the patient as additional testing confirmed the product would remain sterile for sixty (60) months after manufacture. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the facility personnel not reviewing the label prior to implantation. A summary of the investigation was sent to the complainant conveying proper use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.